Event description:
It was reported that approximately three days post implantable pulse generator (ipg) implant the patient developed chest pain, was admitted to hospital and found to have a pulmonary embolism despite being on anti-coagulants (blood thinner). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.